Event description:
It was reported by svc report that the head end of the bed would not lower due to a faulty sensor coil cord. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.